Event description:
It was reported that a patient sustained a burn following a MRI scan of the brain and a mra of the head and neck. The patient reportedly informed the hospital of the burn two months after the mr scan, stating that they had seen a wound specialist for the injury. The size of the burn is unknown at this time. The patient was reportedly positioned head first, supine, with arms at the side. A total of 17 scans were performed during the exam, with a total exam time of approximately 1 hour and 30 minutes. The site could not recall if padding was used. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.